Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a clinical trial patient with a 23mm valve implanted five years, four months, showed severe aortic stenosis. There was a plan for tavr workup. Edwards received further information that the 23mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 5 years, 7 months due to stenosis. A 23mm transcatheter valve was successfully implanted. The patient was discharged on post-operative day two.

Manufacturer narrative:
This event was previously reported on MDR # 2015691-2019-00593.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with an edwards surgical valve implanted four years, eleven months, showed severe aortic stenosis. There is a plan for tavr workup.